Manufacturer narrative:
During inflation of a 4mm30cm155 saber percutaneous transluminal angioplasty (pta) catheter ruptured at four atmospheres (4 atm). It is unknown how the procedure completed but it was successfully finished. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was hardly calcified. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. Additional procedural details were requested including the type of procedure being performed but further details are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17618737 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the balloon burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported balloon burst. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
During inflation of a 4mm30cm155 saber percutaneous transluminal angioplasty (pta) catheter it ruptured at 4 atmospheres. It is unknown how the procedure completed but it was successfully finished. There was no reported patient injury. The product will not be returned for analysis. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was hardly calcified. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. Additional procedural details were requested including the type of procedure being performed but further details are unknown.